Manufacturer narrative:
D4: product UDI: the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). The device was evaluated by an philipa authorize 3rd party service bench. They stated the device didn¿t make no sound. The device was defective, and replacement was ordered and sent. Based on the information available and the testing conducted, the cause of the reported problem was a faulty transducer. The reported problem was confirmed. The customer was provided a replacement transducer to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that device is defective, makes no sound. It is unknown if the device was in clinical use at time of event, no adverse event was reported.